Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with the suture and t1 implant returned off the insertion device, t2 was still in the channel. The shaft of the insertion device is bent nearly 90 degrees. There is biological debris on the returned items. A functional evaluation was performed on the returned device and found it does not cycle as designed. The actuator cannot slide due to the bend in the shaft. The failure to cycle have been determined to be related to the reported event a review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscal repair procedure, the t2 implant of the fast-fix 360 did not release from the inserter. The t1 implant was removed from the patient by pulling. The procedure was completed with a 5-10 minutes surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).